Event description:
It was reported that during confirmation of a pixel 12.25 x 13 mm coronary stent placement, the intravascular ultrasound (ivus) became caught on the edge of the stent at introduction and no image appeared. The lesion being treated was located in the right coronary artery (rca) atrioventricular (av) node, 100% stenosed without calcification in average tortuous anatomy. The physician moved the ivus catheter to free it with success. Reconnection to the motor drive unit (mdu) and flushing the ivus catheter did not solve the imaging problem. The procedure was completed with another ivus catheter and pt's condition was reported "good".

Manufacturer narrative:
The device in question will not be returned to boston scientific for investigation as it was disposed of at the hospital.